Event description:
It was reported that the patient presented to the emergency department with multiple low flow alarms. The patient expressed concern for afterload as they were unable to obtain blood pressure medication for the past few days. Mean arterial pressure was 80. At the time of log file submission, the patient was stable with flows in the 3s with no alarms since 1:30 am. Log file review confirmed multiple intermittent sustained and unsustained low flow alarms on (B)(6)2023. It was later reported that the low flow alarms were presumed to be related to blood pressure medication non-compliance and support not being optimized. The alarms resolved when medications were resumed and after an echocardiogram, pump speed was increased from 5000 rotations per minute (rpm) to 5200 rpm. The patient reported mild chest tightness, diaphoresis, and mild headache at the time of the alarms. Echocardiogram results showed moderate to severe tricuspid regurgitation and doppler s wave velocity was noted to be low (9 cm/s; normal is equal or greater than 10 cm/s). It was later reported that the patient had a history of tricuspid regurgitation pre-vad. Heart failure exacerbation was felt to be related to progression of the disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined. The patient underwent an echocardiogram upon presentation to the emergency department. The echocardiogram revealed decreased right ventricular function and trace aortic/pulmonic regurgitation. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. The pump appeared to be operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.